Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection and testing confirmed the reported event. The screen was black and the image did not appear due to a damaged connector. In addition, the insertion section, control body, cord, and connector were damaged, the adhesive at the distal end was damaged, and the cord was stained. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the color tone of the image from the videoscope was irregular. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of charged coupled device (ccd) unit, failure of internal board of scope connector, or the system. Olympus will continue to monitor field performance for this device.